Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death was not and will not be received. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. The device experienced normal depletion and met expected longevity. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only.

Event description:
A cardiac resynchronization therapy w/defibrillator (crt-d) system was returned to the manufacturer from an unknown person indicating that the patient is deceased. No further information was provided. Further review of the manufacturer's database indicated the device system was explanted and received by the manufacturer approximately one month post the device system implant.